Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging visualization of particles related to a CPAP device's sound abatement foam. No medical intervention was specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, secondary findings was observed. There was 1 error code found. Box h was updated in this reported.